Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was provided complete pump reset instructions by technical support and planned to reset pump when ready and contact support again if issue continued.